Event description:
The customer alletes an air leak with the trocar; the leal occurred during the aspiration of a fluid site. No report of a patient injury.

Manufacturer narrative:
(B)(4). It is unknown if the device sample is available for evaluation.